Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm 12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to a refractive surprise. The icl was exchanged for a vicmo 12.6, -11.0 diopter.

Manufacturer narrative:
(B)(4). (Refractive surprise). Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Manufacturer narrative:
Evaluation method: work order search, medical review, device history record review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - several factors may be involved in a post-operative refractive surprise, the most common ones include: inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of the eyes measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, upside-down lens, wrong iol, etc. The secondary intervention is usually done by means of same incision which would not require incision enlargement and/or suturing due to the foldable properties of the collamer material (icl). A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, medical review and the device history record review, a specific root cause of the event could not be determined. (B)(4).